Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connect electrode belt messages) has been confirmed. Upon evaluation, the belt was not being recognized by a monitor, when connected. Investigation revealed the t-14 (belt in place) wire was broken from the solder joint in the distribution node (dn). The open connection caused the connect electrode belt messages. The root cause for the broken solder joint was unable to be positively identified. No adverse event resulted from the damaged belt. The pt received a replacement electrode belt.

Event description:
While fitting a pt for an unrelated issue. A pt service representative contacted zoll customer support to report that a (B)(6) female pt's electrode belt was experiencing connect electrode belt messages. The pt was issued a replacement electrode belt.